Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg)level of 700 mg/dl and diabetic ketoacidosis. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and fluids for dehydration. Reportedly, the customer was released on an unknown date, with the issue resolved, however, customer reported short term memory loss as a result of hospitalization.